Event description:
Healthcare professional (hcp) reports 2 incidents of a pt reaction with the psn membrane. Noted during use. Pt experienced pain, numbness and tingling. For the second incident, the pt was inadvertently placed back on the psn membrane and experienced the same symptoms. The pt has been switched to an alternate membrane. No add'l info provided by hcp.